Event description:
It was reported to philips that the customer was unable to perform fluoroscopy or exposure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed as planned, by moving patient to another room. The philips remote service engineer (rse) connected with the customer and confirmed the reported issue. After reviewing the log, rse found the reported malfunction. The customer conducted warm and cold restarts, but the issue persisted. Upon troubleshooting, the power supply is functioning properly, but the leds are inactive. To resolve the problem, biomed replace the cube the mpd control unit. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.